Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was repaired in the pocket. Additional information obtained from the field which indicated that there was an insulation breach in the pocket that was repaired with our lead repair kit. This likely occurred during the procedure. The lead remains in service. No adverse patient effects reported.